Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had replace battery now and failed battery alarm. The customer's blood glucose was 250 mg/dl. The customer reported that the contacts of the battery cap was damaged. The troubleshooting was not performed for the replace battery now alarm. The insulin pump will not be returned for analysis.